Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report battery issues on the insulin pump. Customer reported that the pump alarmed failed battery test and battery out limit during normal use. Customer also reported that the pump experienced an unexpected restart alert. Customer's blood glucose at the time of the incident was 392 mg/dl. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.